Manufacturer narrative:
Concomitant medical products: concomitant device indigo drill 1845000, serial #: (B)(4), lot #: 211981383, 510k # :(B)(4), UDI #: (B)(4), manufacture date is (B)(4) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates the indigo motor and attachment were used in the same event.

Manufacturer narrative:
Concomitant device indigo drill 1845000: the product analysis indicates noise was noticed at low speed. The pre-repair temperature test results are as follows: t1: 87.0, t2: 89.0, ambient: 73.3. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device was returned for analysis. Evaluation of the device is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was heating pre-operatively. There was no patient involvement.

Manufacturer narrative:
The device was evaluated. The temperature results showed the following temperatures: 78.0;77.3. Initial inspection indicated that the attachment is too noisy when operating and a bearing was worn. The attachment passed all tests. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the device heated up after a few minutes, the surgeon was not able to hold the drill for procedure and the device was discontinued due to heat.